Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner insulation was abraded at 33.7 cm and 34.1 cm from the connector pin. The damage to the inner insulation which resulted in an electrical short circuit could have contributed to the reported noise anomaly.